Manufacturer narrative:
Product event summary: analysis confirmed the analyzer does not always make a connection with the programmer. The analyzer failed incoming testing and was out of electrical specification. Analysis confirmed the long programmer boot time due to the hard drive being out of specification. The power cord bay door was confirmed to be broken, but the printer jam issue could not be confirmed. Analysis also noted the ECG (electrocardiogram) connector was loose, and the keyboard rail was broken.

Event description:
It was reported that the programmer is taking several minutes to boot-up and the printer paper is jamming all the time. The caller was instructed to delete the protected health information and hibernate the programmer. The caller was also advised to order a new printer drawer and return to service if these troubleshooting steps were unsuccessful. The status of the programmer is unknown. There was no patient involvement. It was further reported that the analyzer connection does not always make a connection with the programmer and that the product has been returned to service. No patient complications have been reported as a result of this event.